Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions), h11. The customer replaced the device on his own. A getinge field service engineer (fse) replaced the ECG cable, the device function returned to normal, and was delivered to the customer for use.

Event description:
It was reported that during use on patient, the ECG was unstable, affecting the use of cardiosave intra aortic balloon pump (iabp). Customer replaced the device. No harm reported to the patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.